Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contraction, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, baker grade unknown.

Event description:
Patient reported right side capsular contraction, baker grade unknown. Device remain implanted.

Event description:
Patient later reported right side capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Deformation is observed. White particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side capsular contraction, baker grade unknown. Patient later reported baker grade iii. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.